Manufacturer narrative:
This complaint is related to MDR 1828100-2014-01058. Evaluation is in progress, but not yet concluded. The subsidiary's manufacturing engineering center (mec) could not duplicate the reported issue. This unit was repaired at the mec in august 2014. At this time, the service engineer replaced the display board.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was a roller pump display failure. The device was not changed out, as the customer continued to use the device. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2014: a "beltslip" message was observed on the local display of the sucker roller pump (refer to MDR 1828100-2014-01058). Later in the case a new issue surfaced with this pump. The local display darkened (went out), but the user was still able to adjust pump speed with the local speed knob or central control monitor (ccm) slider without issue. Pump information (speed or flow rate) was displayed on the ccm. The loss of display did not affect the ability to perform the suction process. The pump was removed from service after the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.